Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise and oversensing on the atrial channel. The right ventricular (rv) lead exhibited high thresholds. Clavicular crush of both leads is suspected. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.